Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch lancing device was damaged. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began approximately during the last week of (B)(6) 2011 at an unknown time. The patient reported he manages his diabetes with insulin (no adjustments) and diet. The patient reported that due to the product issue, he could not test his blood glucose. He continued to take insulin, but guessed on his carbohydrate intake. The patient reported that approximately an hour after the product issue, he became "shaky". The patient advised that he took glucose gel, carbohydrates and juice as self treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.